Event description:
On (B)(6) 2010, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. When the trunk was deployed, the proximal and distal ends fully expanded, but the middle of the device at the flow divider remained partially constrained. The physician was able to expand the device to full deployment by ballooning the ipsi- and contra-lateral sides of the trunk at the flow divider. The contralateral leg was then placed, the procedure concluded without further incident. According to the physician, the partial deployment was not related to the pt's anatomy.